Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported events of atypical power cable disconnect alarms and the system controller (serial number: (B)(6) not communicating with the system monitor were confirmed via evaluation of the returned controller. The controller was connected to a mock circulatory loop and test system monitor and power cable disconnect alarms activated and the controller did not communicate with the system monitor. The system controller was disassembled, and it was found that the white power cable was not fully seated in the internal connection point. The power cable was reseated, and the controller was reconnected to the mock loop, and communication was restored and the alarms resolved. The system controller was able to operate the mock circulatory loop for an extended period without issue or alarm. No further power cable disconnect alarms were reproduced during testing. Data from the reported event date of 12sep2024 was reviewed in the downloaded log files. At 19:06, an atypical power cable disconnect alarm activated and remained active for the duration of the data reviewed. When the black power cable was disconnected from external power, consistent with the reported battery and battery clip exchange, no external power alarms activated. The backup battery supported the system during this time as intended. The atypical alarms did not prevent the controller from supporting the system as intended. No other notable events were observed in the data reviewed. Provided information indicated that exchanging the controller resolved the issue. The root cause of the reported event was determined to be due to the white power cable not being fully seated in its connector. A manufacturing analysis task was completed to further investigate this issue. The system controller manufacturing procedure was updated to include instructions and visual aids to inspect that the black and white battery cable connectors were properly seated and an awareness training was performed for operators. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect alarms. And the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were not available because the white lead would not transmit any information. Exchanging the controller resolved the connect power alarm as well as the issue of no data showing on the system moniter. The patient reportedly did not experience symptoms during the exchange. The issue was understood to be an isolated incident to the specific controller but could not be confirmed as the system moniter being used at the time was unknown.

Manufacturer narrative:
B5: additional information d9: date returned to manufacturer, corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a connect power alarm while on battery power. The clips and batteries were exchanged but this did not resolve the alarm. The patient was placed on the power module and no data was displayed on the system monitor. It was suspected that a wire on the white power lead of the system controller was fractured. The system controller was exchanged.